Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced several inappropriate therapies. The physician reprogrammed the device to resolve the issue and no further information was available. The patient is in stable condition.